Event description:
It was reported that a pt underwent a cardiovascular procedure in 2009. On an unk date, the suture broke. The pt is scheduled to under go a re-operation two months later.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch MFR records was conducted and the batch met all finished goods release criteria.